Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. External visual inspection was performed and passed. A receiver charge/boot, receiver download and paring\calibration and performance tests were attempted but failed due to perpetual rebooting on the receiver. A final functional test was unable to be performed due to perpetual rebooting on the receiver. The receiver case was opened, the user interface printed circuit board assembly (ui pcba) was detached from the receiver and the receiver log was downloaded. The data file was reviewed and the reported allegation was not found.